Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and provided reprogramming recommendations. There was no intervention completed at this time. The patient was stable with no consequences.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) due to fusion were observed on the device. Technical support was contacted and provided reprogramming recommendations. There was no intervention completed at this time. The patient was stable with no consequences.